Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly this was a challenging case as there were two existing 10x4 kissing (non-endologix) bare metal stents placed in proximal common illiacs that went up into distal aorta as well as a large reverse taper neck. The ovation ix main body was placed without an issue; however, navigation through distal (non-endologix) bare metal stents was tough. The ovation ix main body was ballooned at 21 minutes with coda balloon and limbs were placed. Final run with wire up identified an intraoperative type 1a endoleak. The physician plans to monitor the patient and determine if the type ia endoleak is still present at the 30 day follow-up. Subsequent to the initial report, additional information was provided that the patient has not yet undergone a 30 day follow-up CT. Subsequent to the follow-up report, additional information was received reporting that re-intervention was performed. A palmaz (non-endologix) was implanted to treat the type ia endoleak. Reportedly, the leak was reduced; however, may still be present. No further information was available.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak, and secondary endovascular procedure was confirmed. The event was most likely anatomy (reverse taper neck). Procedure related harms for this complaint could not be determined. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly this was a challenging case as there were two existing 10x4 kissing (non-endologix) bare metal stents placed in proximal common illiacs that went up into distal aorta as well as a large reverse taper neck. The ovation ix main body was placed without an issue; however, navigation through distal (non-endologix) bare metal stents was tough. The ovation ix main body was ballooned at 21 minutes with coda balloon and limbs were placed. Final run with wire up identified an intraoperative type 1a endoleak. The physician plans to monitor the patient and determine if the type ia endoleak is still present at the 30 day follow-up.

Manufacturer narrative:
Based on description of the event and lack of sufficient medical information available, clinical assessment confirmed the reported event of the type ia endoleak. The reverse taper neck likely contributed to the type ia endoleak. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Event description:
Subsequent to the initial report, additional information was provided that the patient has not yet undergone a 30 day follow-up CT.